Event description:
It was reported that the t fall off, can not be used, then remove the spare product. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Therefore, there is insufficient information to determine the root cause.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Approximately 12 inches of suture and t1 were returned for examination. T1 is deformed, this likely occurred during removal from the patient. The suture shows no abnormalities. Dimensional assessment of the needles crimp, dimple and railgap confirmed they met print specifications. Reported non-deployment could not be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. Corrected information.

Event description:
It was reported that the t fall off, can not be used, then remove the spare product. T2 non-deployment occured. No patient injury was reported.